Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer contacted their healthcare provider to obtain alternate insulin therapy. Additionally, the pump was exposed to water prior to the malfunction alarm occurring. Customer¿s blood glucose level was 138 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s t:slim x2 with control-iq user guide: "your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time."